Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred.